Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the idle current measurement test, run current measurement test, self test, off no power test, rewind, basic occlusion, prime/compromised force sensor system and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert noted. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm and perform the unexpected restart error test, occlusion and excessive no delivery test due to motor error alarm. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm twice and unexplained no delivery alarm. The insulin pump will not be returned for analysis.